Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25556779. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one stem had stable fibrous ingrowth, and there was evidence of a pedestal at the distal end of the prosthesis and no obvious spot welds. The stem subsided 7mm after surgery, but has remained in the same position during the last 4 years of radiographic follow-up.